Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this implantable pulse generator (pacemaker) showed right ventricular (rv) pacing impedance out-of-range of over 3000 ohms and loss of capture due to a connection issue with the rv lead, after it was recently implanted. Subsequently, this pacemaker was explanted and replaced, and the rv lead was reconnected properly to a new pacemaker. Normal impedance measurements were noticed after this procedure. This pacemaker is expected to be returned for analysis and no additional adverse patient effects were reported.

Event description:
It was reported that this implantable pulse generator (pacemaker) showed right ventricular (rv) pacing impedance out-of-range of over 3000 ohms and loss of capture due to a connection issue with the rv lead, after it was recently implanted. Subsequently, this pacemaker was explanted and replaced, and the rv lead was reconnected properly to a new pacemaker. Normal impedance measurements were noticed after this procedure. This pacemaker was returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. Visual inspection found no anomalies. The analysis performed found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. No failing conditions were detected.